Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15166813, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 14522313 UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5041431, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1216, serial: (B)(6), batch: 348595, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that patient was not able to get enough pain relief and patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Correction to block h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50; serial: (B)(6). Batch: 15166813. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14522313. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that patient had pain at the implantable pulse generator (ipg) site and was not able to get enough pain relief despite of optimizing the program. The patient also reported difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Correction to initial emdr in blocks f10 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 15166813. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14522313. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that patient had pain at the implantable pulse generator (ipg) site and was not able to get enough pain relief despite of optimizing the program. The patient also reported difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device will not be return as it was not released by the facility.